Event description:
The customer tested his blood glucose using his contour and breeze2 meters. Breeze2 read 260 mg/dl, while contour read 107 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his breeze2 reagent for evaluation. Replacement breeze2 discs were sent to the customer.